Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Buttons were stuck and faced issue while inward. Insulin pump had stuck button alarm. There was crack on back side of reservoir and no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. :

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 pump alarmed stuck button and experiencing low bg. Complained the keypad is pillowing and the battery compartment is cracked. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2021 08:04:01.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube) and faded serial number label. The p-cap/reservoir does lock properly. Pump passed functional testing, however, confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed stuck button alarm, pillowing keypad overlay and cracked case (battery tube).